Event description:
It was reported that when opening the implant blisters the implants were missing. Procedure was completed with other implants.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Additional device information unknown / not provided. Initial reporter: email address unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) 3i t3 non-platform switched tapered implant 5 x 10mm (bost510) & two (2) 3i t3 non-platform switched tapered implant 3.25 x 11.5mm (bost3211) were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot numbers along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot numbers (2022110484 & 2022091048). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2022110484 & 2022091048) for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Based on the available information, the packaging malfunction could not be verified, and the reported event was non-verifiable as the packaging was opened by the customer, was not returned and the condition of which the reported devices were received by the customer is unknown. Therefore, the coob is non-verifiable.

Event description:
No further event information is available at the time of this report.